Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient had an initial left knee arthroplasty. Subsequently the 3 mm inlay rotated post-operatively.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This event will be reported on 3002806535-2017-00968.